Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead exhibited far field r-wave over-sensing, which caused inappropriate automatic mode switch. It was suspected that the over-sensing was likely a positional issue. The patient would continue to be monitored. Patient condition was not provided.